Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was partially sheared off from the implant body due to excessive force being used during the implant procedure. The damage to the implant suggests that the failure was likely due to deployment of the spacer against resistance such as bone or manipulation of the device by gear shifting of the inserter. The most probable cause of the complaint is unintended use error caused or contributed to event.